Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.